Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hematoma and vascular injury (tissue damage) are potential adverse events of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility medwatch #(B)(4).

Event description:
User facility medwatch (B)(4) received that states: patient undergoing a transcatheter mitral valve clip procedure. A #6 femoral sheath was placed in his right femoral vein for the procedure. The procedure failed after several attempts so the sheath was removed. Abbott perclose proglide was used to close the femoral site. The first perclose deployed as expected. A second perclose was placed but the suture broke and failed to hold the site closed. Manual pressure needed to be held for 30 minutes to achieve hemostasis. Later a small skin tear was noted lateral to the puncture site and bruising was also noted. The perclose proglide should have deployed as expected to close the puncture wound and obtain hemostasis without manual pressure application.